Manufacturer narrative:
Age at time of event : 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 3.00 x 20 synergy drug eluting stent was advanced but failed to cross the lesion after multiple attempts. The device was removed and the edge of the stent struts were noted to be lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.